Manufacturer narrative:
The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequencies were not reported) for peritonitis. Forty six days after the onset, the treatment was discontinued and the patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. On the same day as the onset, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow-up.